Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 23mm a regent aortic mechanical heart valve was chosen for implant on (B)(6) 2022. During the procedure, the user reported not being able to rotate the valve. It was reported that the device could not be well attached to the aortic annulus because it was trapped by the non-coronary cusp (ncc). The device was removed 21mm valve regent valve was implanted. The 21mm regent valve valve was performing without problems. The procedure was prolonged by three hours but the patient remained stable throughout the procedure. Additional information received on 9 may 2022, that the patient passed away two days post procedure. The cause of death was unknown as additional information was not able to be obtained. This event is being conservatively reported for death as the cause of death cannot be determined.

Event description:
N/a.

Manufacturer narrative:
An event of difficulty rotating the valve which led to a three hour delay to switch the valve, and patient death two days after the implant procedure due to unknown causes was reported. Information from the field indicated that the device could not be well attached to the aortic annulus because it was trapped by the non-coronary cusp, so it was replaced with a smaller valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of reported event could not be conclusively determined.